Event description:
During a lap hernia procedure, after sterilization, no function. Displays shows instrument failure. Case completed with same like device. No pt consequence.

Manufacturer narrative:
Evaluation summary: the device was returned with the blade scratched; however the blade could not be cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. An error code 5 was noted. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use."